Event description:
Healthcare professional additionally reported "creases." Device has been explanted.

Event description:
Healthcare professional reported right side deflation and "creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles, opening on anterior, crease flat, wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening and wrinkles (creases) are observed but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.